Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Information was received that the product will not be returned for evaluation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, "called in to theatre for an instrument issue, was found that a click line outer sheath was not working to specification due to the locking collar not working. Metal piece was found in the patient which came from the end of the outer sheath. Metal piece was not complete. Coordinator informed and surgeon informed, x-ray ordered and performed".

Manufacturer narrative:
Additional information for device return on march 3,2025 reflected in section d9. Device evaluation was completed on septemeber 19,2025 the bayonet lock at the distal end of the instrument was found to be broken, most likely due to mechanical impact. In addition, the item was manufactured in 2006, the advanced age of the instrument likely contributed to material fatigue and reduced mechanical stability, which in combination with external forces, led to the failure of the bayonet lock.the observed damage is therefore attributed to a combination of mechanical overload and natural aging/wear and tear of the material over time. No manufacturing defects were identified the event is filed under internal karl storz complaint ID: (B)(4).